Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: complaint samples were evaluated and the reported event was confirmed. Inspection of the returned devices revealed signs of repeated use and wear. A fracture was noted through the pin hole of both handles. Review of device history records found no discrepancies relevant to the reported events. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the blue handles of two rasps fractured during impaction with a hammer. No patient injury or significant delay was reported as a result. Attempts to obtain further information have been made; however, no more information is available.